Event description:
The physician claims that the graft was implanted for an ilio-femoral bypass procedure, and leaked blood (the exact part of the graft that leaked, and the quantity of blood lost through graft have not been reported and are unk at this time). The physician considered the graft unusable, removed it and continued the procedure with another device. There was no injury or complication to the pt.

Manufacturer narrative:
The device history records were reviewed. All manufacturing and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Note: conclusion will be updated following investigation of the returned device.